Event description:
It was reported to nova biomedical that the consumer was "found unconscious on a sidewalk in a 'hypoglycemic state' and woke up in the hospital. The consumer was unable to provide any information regarding the meter, strips and could not provide any information regarding his hospitalization. The test strips and meter will not be returned as the consumer no longer has them in his possession. This is being reported as an adverse event under the FDA medwatch regulations.

Manufacturer narrative:
Test strip lot # unknown. Control solution lot # unknown. Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.